Event description:
(Drug/diluent: bupivicaine 0.5%). (Procedure: colon resection). Patient passed away after being in the intensive care unit for a few days. Physician stated, the patient was a very sick man with a lot of medical issues. He did great with pain control. It was stated that the patient's expiration was unrelated to the pump. The pump was pulled out early so there would be no variables. Fill volume 500 ml and flow rate 4 ml/hr.

Manufacturer narrative:
Method: the customer reported that the sample had been discarded, so was not available for evaluation and investigation. Results: without the actual product or lot number, a complete analysis cannot be conducted. There were no problems reported with the pump. Per a health professional, it was stated that the patient's expiration was unrelated to the pump. If additional information pertinent to this complaint is received, the file will be reopened.